Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to address the issue. Following pocket revision, the ipg was unable to communicate with external devices. As a result, an abbott representative met with the patient and was able to successfully recover the ipg and pair using a clinician programmer.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.